Event description:
Related manufacturer reference number: 2017865-2024-32711, 2017865-2024-32712. It was reported that the patient presented with blood infection. The physician explanted the system- pacemaker, right ventricular lead, and right atrial lead. The system was replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.